Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call high blood glucose levels. Customer's blood glucose was as high as 500 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose levels using the insulin pump and pens. Customer's father advised they changed the set out several times and customer's blood glucose level was still high. Customer's father called back to perform the high pressure test. Customer was able to perform and pass the high pressure test. Troubleshooting confirmed the insulin pump is working properly. Customer was advised to change out the entire set, reservoir, insulin and treat their high blood glucose levels per healthcare provider's instructions.